Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00339, #3013450937-2021-00340, #3013450937-2021-00341, #3013450937-2021-00342, #3013450937-2021-00343, and #3013450937-2021-00344.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2021 where the following eleos implants were revised: distal femur, proximal tibia, cemented bowed stem, cemented straight stem, poly spacer, distal femur axial pin, and tibial hinge component. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2021 where the following eleos implants were revised: distal femur, proximal tibia, cemented bowed stem, cemented straight stem, poly spacer, distal femur axial pin, and tibial hinge component. No additional information regarding this adverse event has been provided.